Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection noted that the footswitch, battery and battery charger were not included. A functional evaluation revealed the pump motor continuously ran without pressurizing the unit. The piston migration measured at 1.07 inches. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The solenoid valve was staying open. The complaint was confirmed and the root cause has been associated with a defective solenoid valve. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that spider 2 tenet kept activated. Incident occurred before the procedure; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.